Event description:
End-user reported that they are experiencing needles bending and breaking when inserting them into their insulin vial.

Event description:
End-user reported that they are experiencing needles bending and breaking when inserting them into their insulin vial.

Manufacturer narrative:
Device was not returned by the end-user for testing. An analysis of the production records was performed. No malfunctions were detected.